Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that in the infusion clinic, the tubing separated while solu-medrol was being pushed. There was no patient harm.